Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was unable to connect to the mobile phone and unable to be interrogated. Device explant procedure is anticipated. No intervention has been performed. Patient was stable.

Event description:
New information received on (B)(4), 2019 states that device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported inability to communication with the device was confirmed in the laboratory and was due to premature battery depletion. The device was tested on bench and foreign material shorting the positive battery terminal to ground was observed. The cause of the communication anomaly was due to premature battery depletion possibly due to a manufacturing anomaly.